Event description:
It was reported that after a da vinci si total benign hysterectomy procedure the pk dissecting forceps instrument cable was broken/sticking out the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both pitch cables were broken at the wrist. Both cable segments that contained the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.